Event description:
New information noted that the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed, the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave over-sensing and delivered inappropriate shocks. No intervention was reported. The patient was stable.